Manufacturer narrative:
Concomitant medical products: 5076-52 lead. 5076 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a longevity estimator software error displaying a longevity in the offset zone. It was noted that the battery depletion may be considered rapid due to increase in left ventricular (lv) lead outputs and far field r-wave (ffrw) oversensing of the right atrial (ra) lead. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.